Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿pressure of the filler¿ and ¿turned red and became a little swollen¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings: ¿ product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. Precautions: ¿ patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events: ¿in the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae. ¿common and expected isrs were collected via 30-day diaries after each treatment. The incidence, severity, and duration of isrs for subjects treated with juvéderm volbella® xc after initial treatment are shown in table 6. Most subjects reported an isr after treatment, with the most common being swelling, tenderness, and firmness. The majority of isrs were mild to moderate in severity and resolved within 14 days. The incidence of isrs after touch-up treatment was lower than that after initial treatment. The isrs after repeat treatment were similar to those after initial treatment. ¿treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. ¿the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. Instructions for use: ¿with patients who have localized swelling, the degree of correction is sometimes difficult to judge at the time of treatment. In these cases, it is better to invite the patient back to the office for a touch-up treatment.

Event description:
Patient reported being injection with 2 syringes of juvéderm voluma® xc, 1 syringe of juvéderm volbella® xc, and 1 syringe of juvéderm vollure¿ xc in the marionette lines, cheeks, under the eyes, tear troughs, and nasolabial folds. Around a month later they were doing yoga and they felt pressure of the filler coming up into their eyes and the injection sites under the eyes and tear troughs turned red and became a little swollen. The patient saw the injector who prescribed doxycycline and zyrtec and the symptoms resolved. Then 2 months later the patient got bronchitis and were prescribed levaquin, and the swelling and redness flared up under the eyes. The patient was given a medrol dosepak, prednisone, and zyrtec. The symptoms resolved again, but then three months after injection the symptoms returned with swelling, tender, and hot to the touch under the eyes worse than before. The patient was treated with intralesional cortisone injections by the injector. The patient has hay fever allergies, no history of autoimmune disease, was not on any concomitant medications, has had prior juvéderm®, juvéderm voluma® xc, juvéderm volbella® xc, and juvéderm vollure¿ xc. No diagnostic testing was performed. Symptoms are ongoing.

Event description:
Patients symptoms fully resolved approximately 5 months after dermal filler injection.